Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing a long stead tone come from the device. The patient reported feeling "a tingle in my chest" when the tone occurred. The patient indicated that they were not near a magnet. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.